Manufacturer narrative:
(B)(4) - anisometropia and myopia, explant of lens.all pertinent information available to abbott medical optics has been submitted. Placeholder.

Event description:
It was reported that the intraocular lens (iol) was explanted in a secondary procedure as the patient was unable to tolerate anisometropia and myopia. The goal was plano; got -1.75. Lens was replaced with the same model, a size 17.5 diopter. No further information was provided.

Manufacturer narrative:
The intraocular lens sample was returned to the manufacturer for evaluation. The lens can be identified as tecnis multifocal acrylic 1-piece intraocular lens because of the type of haptics and the presence of a diffractive ring pattern on the optic. It can be seen the lens was received cut in pieces. The lens condition is consistent with a lens that was explanted from the patient¿s eye. Considering the condition of the lens additional analysis was not possible. The manufacturing record review was performed. There were no non conformances with respect to the final product release process. There were no process and / or material changes within the production order. There were no non conformances with respect to the sterilization process. The in-line optical inspection data showed that the lens was within power specification. The documentation showed that the production order was manufactured according to specifications. All pertinent information available to abbott medical optics has been submitted.